Event description:
The customer reported to olympus, the xenon light source emergency light does not turn on and the switch on the front panel blinks. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the issue was due to the inlet fuse box being burnt out. In addition, other issues found included paint peeling off the top cover and deformation of the rear foot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. For the reported malfunctions, emergency light does not turn on and switches on the front panel blink, since reproduction was not confirmed, the probable cause could not be specified. In regards to defective inlet fuse box, it is likely it was burnt out. Olympus will continue to monitor field performance for this device.